Event description:
It was reported that high lead impedance was read in both system and normal mode diagnostics during a f/u neurologist visit. The pt's device was programmed to 0 ma and was referred for x-rays. The last known good diagnostics were on (B) (6)2009 and were within normal limits. At the moment no pt trauma has been reported that could have contributed to the event and replacement surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.